Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced inaccurate cgm values the day the sensor was inserted in the arm. The patient was diaphoretic and felt low. The cgm receiver was reading 110 mg/dl and the blood glucose reading by the spouse was 64 mg/dl. The spouse called emergency medical service (ems). Ems did a fingerstick and there was 50 mg/dl difference between the bg and cgm. Values were not documented. A calibration was attempted but was reportedly unsuccessful. Ems treated the patient with glucose shot 500 mg. There was no documentation of further medical evaluation or intervention for symptomatic hypoglycemia. The spouse inserted a new sensor which as reportedly showing an unspecified normal reading at the time of the call and the patient was good. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. It has been reported that there was a difference in readings of 50 mg/dl difference. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.